Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer reported a competitors transfer set. The customer stated that when she lifted up the transfer set for a patient to take a look at his exit site, the transfer set became disconnected at the plastic luer adapter from the patient. There was no force used to separate the transfer set. There was no patient reaction reported, but the nurse did give the patient some vancomycin 1 gram ip. There was patient involvement, but there was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Possible root causes could be due to the incoming inspection may not have been performed, there may have been an issue with the material of the device or the parameters may have been set up improperly. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.